Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop has concluded. The impella pump and data logs were returned and analyzed to root cause. The returned pump was visually inspected and biomaterial was observed in the outflow. The data logs were reviewed and the sudden pump stop during patient movement indicates that most likely an open motor current line occurred due to excessive force on the catheter. The excessive force is a user related. The failure mode will be monitored and trended.

Event description:
The complainant reported a 71-year-old female patient presenting for cardiomyopathy. During impella support, it was documented that the aic displayed an impella stopped alarm after the patient was transferred from the or to their bed. After multiple unsuccessful attempts to restart the pump, the decision was made to explant the device and implant another impella 5.5 pump. Patient support continued following the event.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. As noted in the impella IFU, precautions and instruction pertaining to pump stops include: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿